Manufacturer narrative:
Phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and pain. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported capsular contracture baker grade iii on left side. Patient representative later reported "bubbles appeared." The device has been explanted and replaced.